Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to correct the previously submitted report. Updated fields: h4. Corrected fields: b6 - relevant test/laboratory data, b7 - other relevant history, b3 - date of event null, e3 - occupation, h6-medical device problem code (removal of a1803), h6- component code (addition of g04001), h6-investigation findings (removal of c1502), h6-investigation conclusions (removal of d1101). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: foreign material in the air/water tube and cylinder: cause traced to failure to follow instructions. Foreign material in the forceps port: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the forceps channel port, and air/water tube and cylinder. There was no patient involvement.